Event description:
It was reported that the twist clamp of an unspecified quantity of minicap transfer sets was unable to be closed. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: follow up information was received stating the twist clamp of the minicap transfer set could be fully closed. There is no breach in the sterile pathway as the transfer is closed. The reported issue would result in a delay in peritoneal dialysis (pd) therapy as a new transfer set would have to be installed; however, as pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient delay in pd therapy would result in a clinically detectable or significant harm (hsha-peritoneal-dialysis).should additional relevant information become available, a supplemental report will be submitted.